Event description:
It was reported that the customer was dispatched to the scene of a (B)(6) male patient for assistance in picking him up off the floor at 22:44 on (B)(6) 2011. The patient was conscious and alert when the police arrived on the scene four (4) minutes later. When the officer entered the bedroom he thought he heard the patient say "help." After that, the patient no longer responded to the officer. The officer went to the patient and noted he was no longer breathing and did not have a pulse. CPR was initiated by the officer, while a second officer called for an ambulance and retrieved the device. This took approximately one (1) to two (2) minutes (during this time CPR was being performed). The device was connected to the patient with quik-combo defibrillation electrodes; however failed to detect a patient connection. A medic arrived four (4) to five (5) minutes later and connected the same defibrillation pads to another lifepak 500 device. The defibrillation pads worked right away and a "no shock advised" prompt was given. The patient was pronounced deceased.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.